Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism dod not close completely, causing a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "how did the needle stick incident occur: when I picked up the needle to put into the sharps container, the needle guard did not close completely causing a needle stick injury. Was it a clean needle or a used needle: used".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism dod not close completely, causing a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "how did the needle stick incident occur: when I picked up the needle to put into the sharps container, the needle guard did not close completely causing a needle stick injury. Was it a clean needle or a used needle: used"

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 06-feb-2026. H.3 device eval by manufacturer? Yes. Investigation summary bd received 6 samples and 2 photos for investigation. The photos were reviewed and show the device packaging but do not show the reported defect. In addition, the 6 customer samples were subjected to a visual functional test for defective locking mechanism and hub/collar separation. The samples passed testing as there were no signs of damage to the device or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.